Event description:
After a coronary angiogram, cardiologist noted that he could not remove the stabilizer guide wire. Upon reviewing the radiographic images, he noted that the guide wire's end was fractured. Surgery was required to remove the guide wire. This was done in conjunction with other necessary open heart surgery. Discussed with MFR's rep.